Event description:
The customer reported that the sample and reagent probe wash stations of the synchon cx5 delta clinical system were not draining properly. The customer noted one of the wash stations was damp around the edges and the other wash station was splashing a bit of fluid. The customer was wearing personal protective equipment consisting of gloves and eye protection at the time of the event and no injury or exposure was reported. The customer indicated that the cx5 is a backup instrument and no patient samples had been run. There was no change or affect to patient treatment in connection with this event. Quality control (qc) results were within the established ranges at the time of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered several tubes, wash canisters, and elbow fitting at wash stations clogged with black slime. The fse cleaned and flushed the waste system's canisters and tubing with bleach to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Results: failure mode of the event is attributed to clogged reagent and sample probe wash stations. (B)(4).